Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
"The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluated by manufacturer: no material is expected to be returned.

Event description:
It was reported the patient received the following results: 55 mg/dl and 53 mg/dl using the patient's meter and high readings using he hospital's meter. The patient's mother stated that the meter showed very low values and that the patient was therefore taking the wrong insulin dose.